Manufacturer narrative:
The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, a partially broken retainer ring at the knit line was noted during visual inspection. The following were noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, missing o-ring (reservoir tube), stained keypad overlay, partially broken retainer, retainer knit line damage, and label damage. Cosmetic damage was confirmed at the retainer ring. Reservoir unable to lock into place was not confirmed. Moisture damage was confirmed found on the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from medtronic indicated that the insulin pump had a damaged retainer ring. The reservoir is not able to lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.